Event description:
It was reported that while using the carescape b650 monitor, the nurse tilted the monitor forward to get a better view of the display and it fell and hit her on the head. No serious injury was reported and no medical intervention was required. The hospital stated that the tilt screw was found to be missing from the tilt bracket, which caused the unit to fall. The hospital stated that 20 out of 21 tilt brackets are missing this tilt screw.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.